Event description:
A malfunction was reported on the pump, displaying the malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and the customer successfully reset it. The malfunction code did not recur, and the customer was instructed to continue using the pump while advised to call back if the issue happens again.